Event description:
It was reported that during a procedure to treat the left anterior descending coronary artery, after predilatation was performed, an unknown mini vision stent delivery system (sds) was unable to cross the heavily calcified and tortuous lesion. As the sds was being withdrawn into the guiding catheter the stent came off of the sds in the left main artery. The dislodged stent was retrieved using a snare. Lesion dilatation was performed and the procedure was completed using another stent. There was no adverse patient sequela or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Return of the mini vision stent delivery system (sds) may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified, which likely contributed to the reported difficulties. It is likely an interaction with the calcified lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction of the sds would have then led to the stent dislodgement during retraction of the sds. There is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as occurred 2-3 weeks ago). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.